Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported and observed damage is user error, specifically, the application of excessive force during suture tensioning. Improper techniques, such as pulling too forcefully or adjusting the suture against a sharp or rough edge, may result in suture breakage. Per knotless 1.8 fibertak soft anchor- surgical technique 07. Pull the suturetape side of the white/black shuttle suture to transfer the repair suture back into the anchor through the same portal where the anchor was inserted. Advance the shuttle suture with repeated light tugs until the repair suture is passed through the suture splice locking mechanism and back out of the cannula. 08. Pull the free end of the repair suture until the desired repair tension is achieved. A tissue grasper can be used to position the labrum while applying tension on the repair. Cut the suture flush using an open-end suture cutter. The complaint allegation was not confirmed. The customer provided an image showing frayed sutures; the broken anchor's suture was not shown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that three ar-3636 knotless 1.8 fibertak soft anchors appeared to have faulty repair sutures. All three anchors were used during the procedure, and each showed fraying of the repair suture at the transition point from #2 to the smaller suture. The first anchor broke during the conversion process and had to be revised. The next two anchors converted, but the sutures appeared frayed after being cut. This issue was discovered during the procedure, and there was no report of patient harm. Additional information was received on 17-dec-2025: this was discovered during a labral repair procedure on (B)(6) 2025. Not all of the affected anchors were removed from the patient. For the first ar-3636 knotless 1.8 fibertak anchor that experienced an issue, a new anchor was placed adjacent to it to complete the repair. The case was completed using another ar-3636 knotless 1.8 fibertak. There was no significant surgical delay beyond the time required to place an additional anchor, estimated at approximately five minutes. No additional anesthesia was administered.